Manufacturer narrative:
The exact event date was not available, therefore the date 01/01/2025 was used as an estimate, since it was reported that the recurrent incontinence started four months ago. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence due to fluid loss from the device. Four months later, the aus was explanted and replaced. No additional patient complications were reported.